Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting an abnormal increase in pacing lead impedance measurements and threshold levels in the bipolar mode. Testing in the unipolar mode gave good measurements.